Manufacturer narrative:
(B)(4). Date sent: 9/4/2025 d4 batch #: a9dg7c d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the handpiece was received with nose cone slightly separate from the mid housing. In addition, the mount was noted to be loose. No functional testing could be performed due to due to the separation of the nose cone and the mid housing and no instrument could be attached to the handpiece. Additionally, a photos was provided and they showed the condition of the reported event. The handpiece was disassembled to verify the condition of the internal components, and the transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the handpiece. No conclusion can be made as to how the nose cone was separated. A manufacturing record evaluation was performed for the finished device batch a9dg7c, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the handpiece cannot be tightened. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.